Event description:
The pt lost therapeutic effect from neurostimulation; she didn't get pain relief in her shoulder and neck. About 6 months later, the pt was only able to get group 1 to work at 5.2 volts. She felt shocking. The pt was seen by her hcp. Impedances were greater than 10,000 ohms. Device registration indicates the neurostimulation system was revised. There was no known incident or accident associated with the complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.